Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in instructions for use xience alpine everolimus eluting coronary stent systems of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified mid right coronary artery that was 99% stenosed. Pre-dilatation was performed with a 2.0 x 10 unspecified balloon dilatation catheter. During implantation of a 4.0 x 28 mm xience alpine stent delivery system a distal edge dissection was noted and was treated with a 4.0 x 18 mm xience alpine stent. There was no adverse patient sequela reported. No additional information was provided.